Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2011) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7,d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with bilateral inguinal and umbilical hernias thereby underwent laparoscopic and open repair with implant of 3dmax meshes (device 1 and 2). Per op notes, ¿on the left inguinal region, an indirect hernia and a lipoma of the cord was seen. The hernia sac was dissected free from the cord structures. A 3dmax mesh (device 1) was placed in the preperitoneal space and tacked to coopers ligament. On the right inguinal region, an indirect hernia defect was seen and dissected free. A 3dmax mesh (device 2) was placed in the preperitoneal space and tacked to coopers ligament.¿ (B)(6) 2017 - patient was diagnosed with left groin pain, left hydrocele and spermatocele thereby underwent open repair with hydrocelectomy and spermatocelectomy. Per op notes, ¿large hydrocele and spermatocele were noted on the left side. The fluid in the hydrocele sac was drained. Hydrocelectomy and spermatocelectomy was performed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.